Event description:
It was reported the physician attempted to place an xpert stent in the distal sfa. The lesion characteristics given were superior takeoff, mild tortuosity, concentric and heavy calcification. After balloon inflation, the stent became stuck in the struts broke down and a vessel dissection occurred. The stent remained in the distal sfa. A second stent was deployed. No additional information available.

Manufacturer narrative:
Completion of the device history record review has not been achieved because the lot number is unknown. The device investigation and complaint confirmation have not been completed because the device is unavailable. No manufacturing defects could be deleted because the device is unavailable.